Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. An observation of the lead showed that the there was an inner coil fracture near the terminal end.

Event description:
It was reported that this patient with this right ventricular (rv) lead experienced pain during pacing. Additional information revealed that the lead did not cause the patient to feel pain. The physician attempted to surgically revise the lead, but the helix would not advance. The lead was explanted. No additional adverse patient effects were reported.